Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03132, 0001825034-2021-03133, 0001825034-2022-01777.

Event description:
It was reported that the patient underwent a revision procedure approximately sixteen (16) years post implantation due to elevated chromium and cobalt levels, pain, noise, metallosis, osteolysis, and loosening. During the revision altr, bone defect, black tissue and fluid were noted. The cup and head were exchanged with the stem and trunnion remained intact. The bone defect was repaired with bone graft. No complications to revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the lab results elevated chromium and cobalt, mir pain, squeaking, debris, altr, metallosis, mild blacking to trunnion, bone defect, no complications. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.